Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was experiencing an unusual issue. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that at an unspecified date in (B)(6) 2012, late afternoon, he obtained an "err message when getting readings over 550mg/dl". The patient stated that he manages his diabetes with insulin and denied making any changes to his usual diabetes management routine in response to the reported issue. Approximately six hours after the alleged issue occurred, the patient claimed to have "passed out" and was taken to the emergency room (ER). The patient stated that shortly after, he was administered with "insulin and morphine (unknown type and dosages)" and was tested on the ER/hospital meter, but could not recall the test results. During the troubleshooting, the cca was able to walk the patient through the proper testing procedures and the reported issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury and received medical treatment after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k061118.

Manufacturer narrative:
Follow-up #1 (4/10/2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 3/23/2012 with the following findings: the reported issue was unfounded during investigation. However, there was contaminate found on the meter. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.